Event description:
Medtronic (covidien) received report that during flow diversion treatment of paraophthalmic aneurysm, the distal end pipeline flex could not be opened although all attempts were made. The device did not open the first time it was deployed. Four attempts to resheath were made before the device was removed. The physician resheathed the pipeline flex device and pulled it back with the marksman. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The ends of the pipeline were found fully opened with damaged braid. No defects were found with the catheter, tip coil, distal marker, re-sheathing marker and proximal bumper. No other anomalies were observed. Based on customer's photo, the customer's complaint was confirmed. It is possible that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times subsequently causing the pipeline not to open distally. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.